Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected: g1, h3. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med had signs of use in the balloon area small portion of what could be a biological matter inside the balloon area. The sleeve was not returned for evaluation. With all the evidence observed the complaint allegation cannot be confirmed. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing use. The synflate® vertebral balloon surgical technique guide se_818880 rev. Aa was reviewed. Following relevant statements were found. Insert the balloon catheter under lateral fluoroscopy (1). The balloon is completely outside the working sleeve when the proximal end of the white marking of the catheter shaft disappears into the working sleeve (2, inset). Notes: check the balloon position by identifying the markers of the balloon under fluoroscopy in ap and lateral view. If it is not possible to completely insert the balloon catheter so that the white marking of the catheter shaft disappears, it may be necessary to clear the path again using the plunger. For insertion, the catheter stiffening wire must always be mounted to the catheter. If the balloon experiences high friction in the working sleeve, the catheter can be pulled back and forth for lubrication resulting in a decreased insertion force. The overall complaint was not confirmed as the observed condition of the synflate vertebral balloon med would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.804.701s lot: 82344671 manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 30 jul 2025 expiration date; 01 jul 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(l1) for ovf on (B)(6) 2026. During the surgery, it was not possible to insert the balloon into the working sleeve. The surgeon performed negative pressure on the balloon again, covered it with the sleeve, straightened the balloon, and tried to insert it again, but it was not possible. The surgeon replaced the balloon with a new one. The surgery was completed successfully within 30 minutes of delay. No further information is available.